Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_ acc, product type: accessory. Product ID: 3550-32, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Product ID: 3877-60, lot# 0208804436, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3877-60, lot# 0208804395, implanted: (B)(6) 2015, explanted:(B)(6) 2015, product type: lead. Product ID: 3877-60, lot# 0209628029, implanted:(B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 355531, lot# 0209583191, product type: screening device. Product ID: 355531, lot# 0209583188, product type: screening device. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The company representative (rep) additionally reported that the two multi lead trialing cables (mltc) were faulty.

Manufacturer narrative:
Concomitant: product ID 3877-60, lot# 0208804436, implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 3877-60, lot# 0208804395, implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 3877-60, lot# 0209628029, implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 355531, lot# 0209583191, product type screening device. Product ID 355531, lot# 0209583188, product type screening device. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative that the lead failed during a spinal cord stimulation (scs) trial implant. Initial needle insertion was relatively straightforward, but surgeon error led to lead travelling into anterior position. Testing with external neurostimulator (ens) attached gave abdominal/hip area stimulation. Introducer needle was repositioned by rotating so bevel oriented more mid-line. Lead was re-introduced and travelled mid-line along posterior aspect of epidural space. When at surgeon desired level the lead was connected to an ens and tested. Found no stimulation possible at 10.5v and leads/impedances all out of range. Upon withdrawal the lead was observed to be "wobbly" at the area immediately adjacent to the electrode array. It was unknown what led to this event but thought perhaps lead damaged during introduction through needle. Issue identified by testing with ens. The lead was removed and a second lead was tested in the patient. Same introducer needle was used, as was still in position and not reoriented, and same trialing cable. Upon insertion lead gave no stimulation and impedances were out of range, when tested with an ens. New trialing cable tested and found lead still out of range. Lead removed and upon withdrawal lead observed to have similar "wobbly area" as prior lead. This was a surgeon described area of possible concern/damage. A rep has not observed this directly. A new lead was inserted. This was the third lead tested in this case. Surgeon confirmed he visually checked the lead before insertion and claimed no issue identified. Upon insertion into epidural space and testing with ens found same issue as before. Withdrawal identified same area of concern adjacent to electrode array. This appears to have been surgeon/procedural error. Based on information provided can only be assumed leads were damaged during passage through insertion needle into epidural space. In all three scenarios the same issue arose: high impedances (>10,000) and no parasthesia observed with patient. There was nothing to indicate an issue with the trialing cables or that they weren't working, but they need to be checked upon return to the device manufacturer. The patient was alive with no injury. It was further reported that it was unclear during the procedure whether the trialing cable and lead were or were not working. In the end the trial procedure/implant was abandoned. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device analysis for lead (B)(4) revealed no anomaly found. Device analysis for lead (B)(4) revealed no anomaly found. Device analysis for lead (B)(4) revealed no anomaly found. Device code (B)(4) has been removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.